Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers were not returned for evaluation. Log file analysis revealed that (B)(6) was the patient's primary controller. Analysis of the alarm log file pertaining to (B)(6) did not revealed any alarms logged within the analyzed period. Review of the event log file pertaining to (B)(6) revealed two controller power up events logged on (B)(6) 2021 at 16:49:50 and 16:56:51 with an associated motor start event at 16:56:57. Review of the event log file pertaining to (B)(6) also revealed that, prior to the first power up event, the controller last had power on (B)(6) 2020. Additionally, review of the data log file pertaining to (B)(6) revealed that the controller was not in use prior to the controller power up events; the first data point was logged at 16:57:27 on (B)(6) 2021, indicating that the power up events occurred during a controller exchange. The alarm log file pertaining to (B)(6) was not available for analysis. As a result, the reported "loss of power" event was confirmed. The reported "medium priority alarm tone", "high priority alarm tone", and low sound events could not be confirmed due to insufficient evidence. Based on the available information, the most likely root cause of the reported "loss of power" event can be attributed to a controller exchange. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported low sound event can be attributed, but not limited to a damaged speaker and/or a faulty component. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted (B)(6) 2012; 5076-45 lead implanted (B)(6) 2006; 694758 lead implanted (B)(6) 2008. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 04-jun-2020, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited a medium priority alarm tone that did not appear in the controller's alarm history. The primary controller was exchanged with the backup controller. The back up controller exhibited a high priority alarm tone that sounded a bit muffled and it did not show up on the controller's alarm history. The backup controller also exhibited an unexpected loss of power. The primary controller was replaced and the backup controller remains in use. No patient complications have been reported as a result of this event.